Manufacturer narrative:
The device was explanted but not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed an infection at the lead site during the trial. The patient was provided oral antibiotics but did not take them. The leads were explanted and the patient was hospitalized and given IV antibiotics. There have been no reports of further complications regarding this event